Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp reports shoulder pain due to excess air. Per rn, there was no pt injury or medical intervention as a result of incident.